Manufacturer narrative:
This report is submitted on june 07, 2017, (B)(4).

Event description:
The patient experienced a loss of osseointegration on (B)(6) 2017. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report (B)(6) 2017.